Event description:
It was reported the device was used during a laparoscopic abdominal tumor surgery. It was reported the tsw35 fired once correctly. When it was reloaded, it would not fire. A second stapler was used with a similar result. Once stapler jammed, no stapler were fired and no tissue was damaged. Rep unable to gather any additional clarification of this. No devices were saved.